Manufacturer narrative:
The equipment's operating light was not working due to a blown lamp fuse. The fuse was replaced, and lamp, x-ray, and geometry tests were performed successfully. The equipment was returned to full operational status.this report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the lamp transformer connector is loose and since it is turned off, it does not allow performing some procedures. The clinical use of the system was in use. There was no harm reported to philips.